Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a pump infection with fever and skin erosion around the pump. The patient was treated with intravenous antibiotics and then pump and catheter explant. The patient's mother decided not to have the child reimplanted because of the skin being very fragile. The patient was returned home with oral medication for spasticity and dystonia. The patient's mother preferred to have the patient on oral medication, believing the child was too small for the size of the pump. There were no withdrawal symptoms. The patient recovered without sequela from the pump infection and spasms. The pump was used to deliver lioresal.